Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during the impella cp procedure the patient experienced bleeding. The sheath was inserted over the .035 wire on a 14fr dilator and when the dilator was unscrewed from the 13cm sheath, blood began to emerge. Manual pressure was held while the 13cm sheath was removed and replaced with the 25cm sheath. No bleeding was observed with the new sheath. However, two units of blood were given to the patient because of this event. The patient was stable and remains on support.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding issue was most likely use related as the 13cm sheath and replaced it with the 25cm sheath, no bleeding was observed with the new sheath. B2 revised to reflect the patient outcome death. B5 revised to reflect the patient outcome death. H1 type of reportable event revised to reflect the patient outcome death. H6 revised to reflect the patient outcome death d1 revised brand name and product code since the initial manufacturer device report number 1220648-2025-26578 was submitted in accordance with updated procedures. D2 revised common device name since the initial manufacturer device report number 1220648-2025-26578 was submitted in accordance with updated procedures. D4 revised model number, catalog number, and lot number since the initial manufacturer device report number 1220648-2025-26578 was submitted in accordance with updated procedures. Serial number, expiration and unique identifier (UDI) # should have been reflected as blank on the initial manufacturer device report number. D6b was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26578. D10 added pump information since the initial manufacturer device report number 1220648-2025-26578 was submitted in accordance with updated procedures. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26578 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 revised component code since the initial manufacturer device report number 1220648-2025-26578 was submitted in accordance with updated procedures. Since the initial manufacturer device report number was submitted in accordance with updated procedures.

Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.